Manufacturer narrative:
The device was returned in a zip lock bag with the pouch. The electrode loop does appear to have been used, slight darkening of the loop. There is evidence of electrical short at the proximal end of the support tube where the electrode insulation exits. Continuity testing between the active wire and the distal end of the electrode failed. There is an electrical shorting condition between the active wire and the support tube. The break down in the insulation may have been caused by a nick or a break in the coating at the end of the support tube. We have reviewed the last 12 months of the complaint data and have determined this to be an isolated incident. We will continue to monitor the data based for further occurrences.

Event description:
During a cystoscopy procedure while using the cutting loop, smoke came out of the device. There was no pt injury reported, a new loop was used to finish the procedure w/o any other incidents.